Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of a non-functional system controller was confirmed during analysis. The eval of the returned system controller revealed multiple defective printed circuit board (pcb) components. The system controller would not communicate with the system monitor and was unable to start the pump when connected. The data log file was collected after the defective components were replaced and no events were recorded due to damaged components. The root cause that contributed to the damaged components was unable to be determined. No further info is available. The MFR is closing this file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was experiencing a constant alarm without lights on the system controller. The cell battery and power source was exchanged and couldn¿t get the alarm to stop.